Event description:
It was reported by the patient that this inflatable penile prosthesis (ipp) no longer functioned. The patient was seen by their physician who was unable to reset the device. The patient requested additional assistance with their device; no further details were provided. No patient complications were reported.